Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer states the pump was not working even after changing the batteries. Troubleshooting was performed and the alarm reoccurred. The customer blood glucose level was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.